Event description:
It was reported that the patieints right ventricular (rv) lead triggered an alert for high rv pacing impedance. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.